Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the customer's blood glucose level was 43 mg/dl. The customer's doctor noticed 12 units of insulin were delivered in the middle of the night. The customer did not enter these 12 units of insulin and were delivered automatically. Some numbers on the reports were not matching and the delivery of insulin was inaccurate. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.